Event description:
Intra-operative complication of the distal tip of resectoscope sheath separating from the sheath and present as a foreign object in the patient's urethra. This was unable to be retrieved cystoscopically/transurethrally. Required incisional urethrotomy to remove. Went home on same day. Uti the following week (resolved). Will have to re-schedule turp when patient is fully recovered.